Manufacturer narrative:
Examination of the returned instruments found the neck segment was slightly difficult to remove from the broach. The mating post on the broach and the rubber o-ring in the neck segment are damaged preventing proper assembly with each other. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The connection between the neck segment and the broach is very tight and difficult to disconnect.